Event description:
The patient reportedly experienced sound quality issues and intermittencies with her device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.